Manufacturer narrative:
Field service engineer was unable to reproduce the reported problem even after several programmed injections and ram movements. The fse cleaned the unit and upgraded the software. Fse performed a full calibration and the unit passed the verification testing from the service manual. Injector returned to full service by the customer.

Event description:
On (B)(6): customer reports the injector ram goes the wrong direction when the lever is activated. No pt involvement. No reported injury.